Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.`follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does charge and boot. The receiver down load does not show any issues related to customer complaint. The receiver passed all functional testing. The complaint could not be determined because the data in the receiver log started after issue window. A root cause cannot be determined.